Event description:
The customer reported an alarm during the manual prime. Advised the customer that the insulin pump would be replaced. The blood glucose reading at the time of the call was unknown. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. Unable to perform the occlusion test or verify any alarms due to the prime anomaly.